Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. The approximate size of the air bubbles was larger than the width of tubing and were noticed by the customer during therapy. Customer stated that insulin pump passed displacement test and self test. Customers stated that air bubbles were removed successfully but came back on the 2nd day in the evening. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.